Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: the device is analyzed through visual inspection, microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed opening assessed as surgical damage. A missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported via (B)(4) distributor "capsular contracture baker grade ii and rupture". This record is for the leftside. Device was explanted and replaced with non-abbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.